Event description:
Information received indicates the all motor lockout led was flashing on and off at random and the nurse control panel switches operated intermittently. The technician discovered that the power supply board had corrosion from fluid ingress.

Manufacturer narrative:
The technician replaced the power supply board and the bed functioned properly.